Event description:
Information was received from a patient regarding an external device. The reason for call was that they were having battery issues again. Patient stated that they could have the controller fully charged, however they wouldn't even get halfway through recharging the implanted neurostimulator when the controller would say that the controller battery was dead. Patient said that they would have to reset the controller in order to get the controller to start working again. Pt said that occasionally the equipment would start working again, however they had to keep resetting the controller. Pt said that they would see recharging excellent while recharging the ins. Pt said that also regardless of recharging the ins or not, they would feel the ins battery getting hot every now and then. When asked for the event date, patient said that it was about two weeks ago when the issues started. Pt said that they charged the ins every other day as due to the high therapy settings they used, the ins battery would be depleted by the end of day two. Pt said that they had their other device set about the same the way and the battery would last four to five days. Agent redirected patient to healthcare provider to further address the reported issue. Pt provided an updated address; agent sent an e-mail to patient registration to update the patient's address. Agent sent an e-mail to repair to replace the battery pack. Pt said that they were going to call hcp once they were done speaking with agent. When asked for managing hcp, pt said that thomas stauss implanted the original ins, ho wever hcp was no longer there. Pt said that they couldn't remember the name of the new doctor.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.